Manufacturer narrative:
The following correction has been updated in this report.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. The patient received burns to their lower leg. The patient did not seek medical attention. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected and was found to have no evidence of thermal damage to the device. The patient tubing has evidence of thermal damage on the patient side of tubing caused by an external source. The device was tested and was found to operate to design specifications. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."